Event description:
It was reported that the tiny metal probe tip came out of the ceramic part and fell into the patient. There was a few minutes delay while the metal piece was retrieved.

Event description:
It was reported that the tiny metal probe tip came out of the ceramic part and fell into the patient. There was a few minutes delay while the metal piece was retrieved.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The missing flower shaped electrode portion was returned for evaluation. An impact mark with scratches was observed on the insulation. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. Even though, no wear marks were observed on the ceramic and lumen, the impact wear mark may be indicative that the device could have been used to displace bone, torque forces applied or that the unit could have been impacted against a rigid object which may result in damage of the tip. A possible user related (misuse) possible contributor cannot be ruled out based on the unit¿s visual inspection, which indicate that the unit was extensively used during surgery, for cutting. Based on the returned unit¿s evaluation, the most probable root cause is design related with misuse contributor as the user deviated from the user instructions. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.